Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed in the archive data and during functional testing. The root cause of the ua07 was a defective load cell, likely attributed to defective component(s). A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large), confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The defective (over-reporting) load cell was replaced to remedy the complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).